Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual patient data was obtained from the case report forms for patients noted to have had an adverse event. All patients receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1998 the patient underwent a primary right l4-l5 spinal root decompression. On event date the patient presented with superficial wound dehiscence. The investigator noted the event as mild in intensity. Patient was given keflex 500 mg tid for 10 days. Wound was debrided in the office and patient had complete resolution of the infection. The outcome of the event was resolved with treatment 11 days after event date. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as a surgical complication.